Event description:
It was reported that during a lap. Colon procedure, the device gave an error 3. The customer used another like device to start and complete the case with no pt consequence.

Manufacturer narrative:
The hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, and a torn acoustic isolator was found. In addition, the hand piece no longer meets the spec for continuity. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.